Event description:
The article, "comparison of the self-expandable intra-annular navitor prosthesis with the balloon-expandable, intra-annular sapien 3 prosthesis: a propensity-matched analysis", was reviewed. This research article is a retrospective single-center experience to evaluate early clinical outcomes of the navitor valve with the spaien 3 ultra. The devices included in the study were navitor and sapien 3 ultra. The article concluded that at 30-day follow-up the self-expanding intra-annular navitor valve demonstrated excellent acute safety and superior early hemodynamic performance, characterized by significantly lower transvalvular gradients and lower rates of severe patient prosthesis mismatch compared to the balloon-expandable sapien 3 ultra. "[The primary and corresponding author was markus krane, department of cardiovascular surgery, institute insure, german heart center munich, school of medicine & health, technical university of munich, lazarettstrasse 36, 80636 munich, germany, with corresponding e-mail: krane@dhm.mhn.de.]" This study included patients who underwent transcatheter aortic valve implantation from 01 january 2015 to 31 december 2023. A total of 153 patients were included in the study, of which 33.3% (51) received an abbott device. The average age of the navitor group was 80.4 years. The average age of the sapien group was 79.9 years. The majority gender was female. Comorbidities included stroke, coronary artery disease, and previous pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including stroke, coronary artery disease, and previous pacemaker. Complications reported included bleeding, arrythmia, surgical intervention (permanent pacemaker, aortic valve replacement), unexpected medical intervention (post-balloon aortic valvuloplasty), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: comparison of the self-expandable intra-annular navitor prosthesis with the balloon-expandable, intra-annular sapien 3 prosthesis: a propensity-matched analysis. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "comparison of the self-expandable intra-annular navitor prosthesis with the balloon-expandable, intra-annular sapien 3 prosthesis: a propensity-matched analysis", was reviewed. This research article is a retrospective single-center experience to evaluate early clinical outcomes of the navitor valve with the spaien 3 ultra. The devices included in the study were navitor and sapien 3 ultra. The article concluded that at 30-day follow-up the self-expanding intra-annular navitor valve demonstrated excellent acute safety and superior early hemodynamic performance, characterized by significantly lower transvalvular gradients and lower rates of severe patient prosthesis mismatch compared to the balloon-expandable sapien 3 ultra. "[The primary and corresponding author was markus krane, department of cardiovascular surgery, institute insure, german heart center munich, school of medicine & health, technical university of munich, lazarettstrasse 36, 80636 munich, germany, with corresponding e-mail: krane@dhm.mhn.de.]". This study included patients who underwent transcatheter aortic valve implantation from 01 january 2015 to 31 december 2023. A total of 153 patients were included in the study, of which 33.3% (51) received an abbott device. The average age of the navitor group was 80.4 years. The average age of the sapien group was 79.9 years. The majority gender was female. Comorbidities included stroke, coronary artery disease, and previous pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including stroke, coronary artery disease, and previous pacemaker. Complications reported included bleeding, arrythmia, surgical intervention (permanent pacemaker, aortic valve replacement), unexpected medical intervention (post-balloon aortic valvuloplasty), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.